Manufacturer narrative:
Patient weight not available from the site. A medtronic representative inspected the imaging system on-site. Rad accuracy failed. Performed auto-calibration and performed a system check out, imaging system is operational. No parts were replaced. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system produced poor quality images. It was reported that the images were "grainy", and performing the rad gain and fluoro calibrations did not resolve the issue. The images were used for navigation, and the procedure was completed successfully after no delay. The patient was not impacted.

Manufacturer narrative:
(B)(6).